Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Event description:
The customer reported to olympus the 150 micron tfl single use fiber broke down the middle. The reported issue occurred during therapeutic laser lithotripsy procedure for a kidney stone. The procedure was subsequently completed with a similar device with no report of delays. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the proximal cap was on and the proximal handle did not have visual defects. There was a kink in the mid-section of the fiber body which was found prior to any fiber use. The definitive root cause of the broken fiber could not be determined. It is likely that the fiber was broken due to mishandling. It is possible that there were contributing factors such as the fiber having been nicked or scored resulting in a higher minimum bend radius than expected, or the fiber jacket coating was thinner and resulted in a more fragile fiber. Olympus will continue to monitor field performance for this device.